Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that the first generation ins was dangerously arching inside the patient causing severe pain still cost them pain and suffering. The manufacturer engineers were able to diagnose that there was not a singular problem with the ins but a systemic problem with that model. Patient said they were able to identify a defect which caused internal arching within the battery. Patient said that ins was literally on fire inside of them. Ins was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.